Event description:
Customer reportedly received results of 12 mg/dl and 107 mg/dl within 10 minutes on the same device. No low blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.